Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding. It was also reported that customer manually pushed insulin into the body and it was not sure how much. Customer's blood glucose was 600 mg/dl. It was also reported that insulin pump had a constant beep but it was not known where beep was coming from. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch and an unlocked lcd keypad connector. No button error alarms were noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.